Event description:
It was reported that the vns patient¿s neck and chest incision sites were oozing following implant surgery on (B)(6) 2014. The patient was given a round of antibiotics, which resolved the reported oozing. There were no changes to the patient's medication. Attempts to obtain product information were made, but have been unsuccessful to date.

Manufacturer narrative:
Product information was received indicating that the generator is a model 103.